Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.

Event description:
It was reported that an asymptomatic pacer-dependent patient presented to the hospital for a pacer-to-ICD upgrade. During the implant procedure, when attaching the new rv lead to the new device, far p-wave oversensing which inhibited pacing, was noted. The lead and device were not implanted and were replaced. The patient was in good condition during and after the surgery.